Event description:
Optometrist in (B)(6) reported a orthokeratology patient diagnosed with acanthamoeba keratitis. Patient was initially seen by optometrist and referred to ophthalmologist due to suspected acanthamoeba keratitis. Patient was admitted to hospital on (B)(6) 2012. Anterior stromal calcification was present, a corneal scraping was performed and acanthamoeba cysts were confirmed. Aggressive therapy was administered but the patient slowly responded to treatment. Penetrating keratoplasty will be performed once the patient's corneal tissue is substantial enough to accept the transplanted corneal tissue. Doctor feels the solution is not likely the cause of the event and relates condition to the tap water rinsing of the contact lens and the topping of the storage solution.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. Doctor feels the solution is not likely the cause of the event and relates condition to the tap water rinsing of the contact lens and the topping of the storage solution. Based on all information, no causal factors can be determined and no conclusions can be drawn.